Event description:
It was reported that the pt experienced a loss of therapeutic effect. The physician interrogated the device with the n'vision console and could not establish communication. It was reported that the device was implanted in 02/2010 and the device parameters were not really high, even normal, though exact parameters were unk. The device was replaced on (B)(6) 2011. Additional info received reported that everything was alright with the pt.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Correction: codes have been updated (B)(4). Eval code method. This device is included in the medical device correction, "impact of cycling feature on device battery longevity", customer letter ((B)(6) 2015).

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial# (B)(4) showed no significant anomalies. There was no output and no telemetry, even when pressure was applied to the device can. The setscrew was backed out too far. A longevity calculation was performed, using wingevity. The following values were used: a = 4 volts; f = 14 hz; pw = 210 us; cycling 0.2 seconds on/off; unipolar; 1 electrode. The estimated longevity for the elective replacement indicator (eri) was 15.84 months, and end of service (eos) = 22 months. The actual implant time exceeded the projected longevity. Normal depletion of the battery was assumed.